Event description:
The lead was explanted due to dislodgement. It was reported that low sensing and high capture threshold were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.